Manufacturer narrative:
Product analysis: manufacturer's analysis confirmed the customer comment that the external pulse generator (epg) would turn on but did not work correctly. It was also indicated that the select knob was difficult to turn. The epg was repaired and returned to service. If information is provided in the future, a supplemental report will be issued.

Event description:
It was reported that the external pulse generator (epg) would turn on but did not work at all. The epg was returned for service. There was no patient involvement.